Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to instability.

Manufacturer narrative:
Concomitant medical product: multipolar bipolar cup, catalog#: 00500106000, lot#: 60709848. Reported event was confirmed by review of op notes provided. The head and stem were provided by another manufacturer and compatibility was not tested. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided, however it should be noted that the product combination used is considered off-label use and could have contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent revision of bipolar shell and liner components 13 days after implantation due to instability. A biomet cup and depuy stem were used to complete the procedure. Patient underwent further procedures subsequently.